Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant of the leadless implantable pulse generator (ipg), tamponade was identified. The pericardial effusion caused by the perforation was drained. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.